Event description:
It was reported that the insulin pump gave an alarm during normal use. The customer had an MRI scan, but was not connected to the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. It was stated that the insulin pump would not exit the rewind screen due to the alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to alarm.